Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they had a problem with their bowels this morning and reported they think they need to redo the device thing. Agent reviewed how to pair handset and communicator with patient's implant. Patient successfully connected with implant and confirmed therapy was on at 0.9 on program 4. Patient stated they were told they are up to 1 from program 8 and stated they don't know what to do because they have to work and stated once they had bowel problems when they changed the program before, they had problems with vaginal "darts" (agent had a difficult time hearing patient at this point in the call and made best attempt to clarify). Patient stated they didn't think they were on program 4. Patient provided event date as this issue has happened a few other times, starting "about 3 weeks ago", and stated today wasn't good. Agent reviewed therapy overview. Patient stated they did not want to make any therapy adjustments until they see a doctor. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.